Manufacturer narrative:
Initial reporter address: (B)(6). The actual device was not available for investigation however photographs were provided for evaluation. The visual inspection observed that the return line was perforated. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during treatment with one unit of prismaflex st100, blood was observed oozing out of the tube. . There was no report of patient injury or medical intervention associated with this event. No additional information is available.